Event description:
It was reported that bleeding occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced bleeding beyond the sensor pod/wearable for over 3 minutes which occurred the day the sensor had been inserted in the arm. The patient went to urgent care. The doctor used silver nitrate sticks and hydrogen peroxide, the bleeding stopped, and the patient was sent home. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was all good. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.